Event description:
It was reported that during an electrophysiology with ablation procedure the device was bent, was inserted and got stuck due to the bend. The device was able to be dislodged by injecting nitroglycerin around it. The time needed to dislodge the device was over 1.5 hours. There was no patient injury. Additional information received reported that the device was bent before it was inserted, during insertion and during manipulation. The bend was at the distal tip where the flexible and hard part of the catheter join/meet. The device could not be manipulated at all and no signal could be detected. The device was stuck on a peripheral vessel off of the femoral vein, one of the pelvic veins. The vessel clamped down on the knot of the device at the bend. The nitroglycerin injected was 30cc at 400mcg. The size of the introducer was 5fr. The patient stayed overnight at the hospital and was discharged the following day. The patient has not returned presenting with any other issues. The device was returned with a twist in the tip, proximal to the electrodes. The device is currently undergoing evaluation. Additional information was requested, but no additional information was received. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
The device was received by the manufacturer and is undergoing evaluation. A supplemental report will be filed when the investigation is complete.

Manufacturer narrative:
Final device investigation found that the device was returned with a twist in the grey shaft at the distal end, proximal to the electrodes. Upon evaluation, the device's steering mechanism operated freely, but the device did not form its proper curve when deflected. The device was then electrically tested and did not pass continuity and isolation testing, although records showed that the device passed these tests prior to release. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.